Event description:
Please see the attached maude event report # mw5040257 that was received by the manufacturer on july 6, 2015 from the FDA. Per the maude report the user facility reported the following information: "during inferior venacava filter placement, a portion of the coating on the guidewire was sheared off into the patient's vascular system. No one present during the procedure was aware of this at the time. The coating was noted at a later on a clust x-ray."

Manufacturer narrative:
(B)(4). Additional information from the user facility reported the following information: (1) it was unsure if the catheter had a hydrophilic coating to begin with; (2) the patient was asymptomatic and was watched for several months after the foreign body was identified; (3) a cardiologist evaluated the patient and recommended to leave this alone since the patient was not having any symptoms and the foreign body was very small; (4) the doctor decided to spend three hours trying to retrieve the foreign body with a j-wire; (5) the patient was asymptomatic after the foreign body was identified and continued to be asymptomatic for at least four months; (6) the patient remained asymptomatic after the foreign body was removed; and (7) it was reported that the user facility believes that the foreign body was part of the guide wire. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
(B)(4).

Manufacturer narrative:
As stated, this report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00178 to provide new information received on the event description as well as patient information.

Event description:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00178 to provide new information received on the event description as well as patient information. Additional information received from the user facility stated the following: (1) a cv surgeon subsequently removed the majority of the retained coating on or about (B)(6) 2014; and (2) an estimated (B)(6) of the foreign body mass was removed from the patient.

Manufacturer narrative:
The actual sample was not returned to the manufacturing facility for evaluation and the lot number was not provided. Therefore, the failure investigation was limited to assessment of user facility information and a current product sample. Visual inspection did not find any anomalies, such as a break or kink. Magnifying inspection did not reveal any anomalies, including a dent or flaw, on the outer surface. The outside diameter was measured along the total length and confirmed to be within the manufacturing specifications. The retention sample was peeled off the urethane outer layer from the wire intentionally for the purpose of checking the adhesion level of the urethane outer layer to the core wire. There was no space or entrainment of air bubbles between the core wire and the urethane outer layer. No anomalies were observed. The production lot number was not provided by the user facility, which prevented review of applicable production and complaint records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitely determined based on the available information, as a cause of the reported damage on the involved guide wire, the following factors can be inferred: a metal needle was used in combination with the actual sample; and a metal device, including an endoscope, was used in combination with the actual sample. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.